Manufacturer narrative:
Result of investigation: vyaire medical determined the root cause due to user fault using inappropriate settings. No update received from the hospital after the unit evaluation and explanation. There was no unit issue, the device worked properly as intended.

Manufacturer narrative:
The device was not return however, based on the log files received it was determined the most likely cause of the issue was due to poor ventilation settings. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported a higher rate monitored that was set-up on a sedated patient while using bellavista 1000e. The monitored value was higher than 50 bpm and the rate setting was 26 bpm. Asynchrony in the patient's spontaneous breathing activity was observed in the logs. Then, the patient was placed to another machine. Furthermore, there was no signs of technical problem visible and no information reported for patient harm at the time of the event.